Event description:
It was reported that for approximately 12 hours the device delivered the fentanyl infusion twice as fast as expected in the critical care department. The customer stated that in review of the knowledge portal data, the pump programming was confirmed to be correct. The device was replaced and the issue was resolved. The customer later stated that after a thorough internal investigation, as well as, obtaining additional information, it was determined that the device did not malfunction and operated as expected. Received a copy of the customer's medwatch report from FDA which states "around 0015, I noticed the fentanyl bag needed to be changed again I had just changed the bag 2 hours prior based on the ordered dose and what the pump was set at the bag should need to be changed about every 4hrs when looking back, starting around noon the bag was being changed every 2-3 hours the charge nurse, pharmacy, and the pa were notified the IV pump channel was removed and the fentanyl was started on a new channel IV pumps were cleared and entered in I&o to make sure the pumps are working accurately a report to biomed is currently being started as well" an incomplete date of event of xx-sep-2019 was provided.

Manufacturer narrative:
The customer¿s report of an over infusion could not be confirmed since incident device was not returned. Log analysis results: n/a ¿ logs were not returned for an analysis to attempt to identify the issue. Test results: the source device was not returned, therefore testing could not be performed. The root cause was not be determined since device was not returned.

Event description:
It was reported that for approximately 12 hours the device delivered the fentanyl infusion twice as fast as expected in the critical care department. The customer stated that in review of the knowledge portal data, the pump programming was confirmed to be correct. The device was replaced and the issue was resolved. The customer later stated that after a thorough internal investigation, as well as, obtaining additional information, it was determined that the device did not malfunction and operated as expected. Received a copy of the customer's medwatch report from FDA which states "around 0015, I noticed the fentanyl bag needed to be changed again I had just changed the bag 2 hours prior based on the ordered dose and what the pump was set at the bag should need to be changed about every 4hrs when looking back, starting around noon the bag was being changed every 2-3 hours the charge nurse, pharmacy, and the pa were notified the IV pump channel was removed and the fentanyl was started on a new channel IV pumps were cleared and entered in I&o to make sure the pumps are working accurately a report to biomed is currently being started as well" an incomplete date of event of xx-sep-2019 was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that for approximately 12 hours the device delivered the fentanyl infusion twice as fast as expected. The customer stated that in review of the knowledge portal data, the pump programming was confirmed to be correct. The device was replaced and the issue was resolved. The customer later stated that after a thorough internal investigation, as well as, obtaining additional information, it was determined that the device did not malfunction and operated as expected.